Manufacturer narrative:
Manufacturer's investigation conclusion: the reported suspicion of an internal driveline issue is addressed under MFR # (B)(4). Although the evaluation of the submitted system controller log file identified a slight elevation in power and flow, a specific cause for these findings and the report of pneumonia and elevated ldh could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. The submitted log file captured a period of slightly elevated power and flow from 03feb2020 at 21:01:08 through 04feb2020 at 02:05:26. During this time, pump power ranged between 6.4 and 7.8 w, and estimated flow ranged between 5.8 and 8.2 lpm. Despite this finding, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate ii lvas IFU, document lists infection and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values. Section 6 also outlines care instructions in reference to preventing infection. Section 6 and section 1 entitled ¿introduction¿ outline all pump parameters, including pump power and flow. Pump flow is estimated based on pump power. Section 6 further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Heartmate ii lvas patient handbook, section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient gender not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to elevated lactate dehydrogenase and pneumonia. The patient has a suspected internal driveline fracture and is supported by a ungrounded cable. During log file analysis, above baseline powers were observed starting around (B)(6) 2020. The patient is being treated with aspirin, coumadin and brilinta.